Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient's right atrial (ra) lead was attempted but not used. The physician noted that the lead dislodged twice in the atrium during implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.